Manufacturer narrative:
(B)(4): the down arrow button was found to be intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. Unrelated to the complaint, the bolus button was found to be detached from the pump. The damaged bolus button is obvious and detectable and should alert the user to discontinue use of the device.

Event description:
On (B)(6) 2012 the patient reported that the down arrow button is intermittently activating desired pump functions when pressed. The patient reports that the keypad is not peeling and that all pump programming is correct. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be made at this time.